Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with an accommodative spasm in both eyes (ou) at 1 day post-operative exam. The patient¿s chief complaint was of distance was blurry. The patient could not see the number 1. The surgery center reported after eye drop instillation of 1% tropicamide, the visual acuity was 20/20. At a 6 week post op exam, the patient was treated with successful contact lens placement to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 1.75 x -.50 x 37, left eye pre-op 20/20 2.50 x -2.50 x 11. Bcva from (B)(6) 2017: right eye post-op 20/20 -.75 x .00 x 90, left eye post-op 20/20 -.75 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.